Event description:
It was reported that the device did not function properly and was explanted the day following implantation. Request has been made for additional info concerning the pt and the event.